Manufacturer narrative:
The device has been returned and evaluated by product analysis on 2/02/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and there was moisture observed in the compartment. A leak test was performed and failed due to the battery compartment crack. The pump was opened and there was no moisture found. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.